Event description:
It was reported that the patient had not been able to adjust stimulation. He has had neurostimulator device since 2006. The patient current ins (stimulator) was implanted in 2011. He had been "afraid" to check if ins was working or not and decided to check it the day of reported event date. He doesn't think ins was working and doesn't know if ins was dead or what. When he tries to use programmer it won't allow the patient to turn stimulation on/off or make any adjustments. Troubleshooting was not successful and the patient was seeing poor communication screen. The patient was asked how long had he been having issues mentioned and the patient states he had been having problems, but had been afraid to check ins. The patient had a "major problem" and noticed that ins was not working. The patient first notice issues mentioned a year ago. It was later reported that the patient was asking to speak with the manufacturer representative because his ins was not working any longer for about 2 months. It was noted that the patient does not have a current managing hcp. The patient thinks he needs his stimulator replaced. The representative later reported that he spoke to patient. The patient merely stated his battery was depleted and wanted a local referral. The representative also reported later that he was unsure if it was normal or premature depletion. But it seems normal rate. Patient had good symptom benefit but wants ipg (stimulator) replaced. It was reported later by the healthcare provider that there was not a fifty percent or greater symptom reduction. It was noted that the components involved in the event were the programmer and recharger. The battery was not working. The patient states this was third battery and stated it was supposed to last ten years. It was reported that the representative tried programming device over the phone. The healthcare provider contacted medical facility and the battery will be replaced. The cause of the event was not determined. The patient had not recovered and symptoms/issue were ongoing. The patient was last seen by reporting healthcare provider in 2012. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3093-28, lot # j0546633v, implanted: (B)(6) 2011, product type lead. (B)(4).